Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled implant. It was noted that the hospital-owned implantable cardiac monitor was implanted 12 days after the expiration date. There were no consequences to the patient.